Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The patient reports being unable to activate a pod due to their controller being frozen on an update. The patient reports being admitted to the intensive care unit at the hospital. The patient was treated with intravenous fluids as well as insulin. The patient reports receiving insulin injections prior to discharge from the hospital. The patient was prescribed insulin as well as pens for back up treatment. The patient was discharged from the hospital after 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.